Manufacturer narrative:
No unexpected power loss alarm was noted. The sleep currents are within specification. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had multiple power loss alarms when the battery was out for less than ten minutes. The customer reported inserting a new battery and receiving another power loss alarm. Blood glucose level was 240 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.